Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: a specific cause for the tricuspid valve regurgitation, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2019 the patient had tricuspid valve regurgitation with episodes of acute heart failure which required hospitalization and inotropic therapy. This issue was reported to be ongoing.